Event description:
Pt had bilateral core decompressions with osteogen devices. Both the cathodes broke after several months. Pt had been complaining of pain since leads broke. Md explanted both devices.